Manufacturer narrative:
Device was not returned for evaluation.

Event description:
Pt alleges loss of cartilage in their shoulder, resulting in severe pain and discomfort in their shoulder, loss of use and function of their shoulder and arm, and requiring shoulder replacement. Pt alleges that the use of the painpump was a substantial contributing factor in causing these injuries.